Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced no stimulation sensation. The patient does not have any medical assistance, insurance or a physician but she needs to see someone about her spinal cord stimulation (scs) system. The devices no longer synch up with the battery in her back. The patient stopped using her ins about a year ago because she was doing so well. Approximately 6 months ago the patient tried to turn it on and both the recharger and patient programmer (pp) would not communicate with her implant. The patient tried changing the batteries and recharging but nothing worked. The patient has not seen a physician for 3 years and currently financially impossible to see one. The implant worked great initially and the patient even bragged about how great it had been. The last time she saw her implanting physician was approximately 1 month post implant. The last time the patient had anything done with her scs was when she saw a company representative in a hospital. The ins has been ¿tweaking¿ lately, further reported as intermittent jolts of pain that come and go in the upper part of her spine and where the ins was implanted lower right side. The patient also has pain over the ins site at times. It felt like someone was taking a copper wire and stabbing the patient with it. The ¿tweaking¿ sensations started to happen approximately 9 months ago. It was piercing pain that takes the patient¿s breath away sometimes. The patient was quite concerned because her issues with her pain and reason for her implant were starting to come back. The patient would like to use her ins again before things get worse. The patient was taking oxycontin and gabapentin but was able to stop taking these medications when she was implanted with the scs. It was noted that the patient was in the hospital for stomach issues unrelated to her device therapy. Additional information has been requested.

Event description:
It was confirmed that the physician mode recharge (pmr) was successful. The patient was very happy and receiving great therapy.

Event description:
About five months later telemetry issues were reported. The recharger was not working and the patient could not charge the ins. The antenna locate test was performed and the recharger was stuck on the antenna locate screen. Resetting the recharger worked and a physician mode recharge was started. If additional information is received, a follow up will be sent.